Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead showed myopotentials over-sensing. No interventions were reported. The patient was stable.

Event description:
Additional information received via a hospital registration form indicated the right ventricular (rv) lead was explanted and replaced. Further information was requested but not received.